Event description:
It was reported by the chief perfusionist that initially while under fluoroscopy, the intra-aortic balloon (iab) could be seen inflating and deflating. The console continued to pump under fluoroscopy and it could be seen that the iab was no longer inflating and deflating. The pump did not alarm and was performing normally. The cardiologists and cardiac technicians could not work out the problem. The cardiologist feared that the iab might be ruptured and decided to remove the iab. The cardiologist requested a datascope iabp console and datascope iab catheter. The iab was inserted with no problems. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The delay in iab therapy was for the time frame it took to insert the datascope iab. The pt outcome is listed as ok. Add'l info received from the clinical marketing mgr on (B)(6) 2011 stated that the pt subsequently expired and the chief perfusionist said that the death is unrelated to the delay in therapy related to the iabp. Reference MDR #1219856-2011-00314 for the related intra-aortic balloon report.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.